Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty charging the pump with the usb cable and wall adapter. There was no reported impact to customer's blood glucose level. Replacement cable and adapter were sent to the customer.